Event description:
It was reported that the stylus is not synchronizing; it is so far off the screen that it can't be used. Multiple attempts were made to calibrate the stylus, as well as changing it out, with no success. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the stylus was not synchronizing, it is so far off the screen that it cannot be used. As a result, the bezel overlay assembly was replaced and stylus was calibrated. Concomitant products: product ID 2290 pacing system analyzer. (B)(4).